Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported there were out of range impedances greater than 40,000 ohms. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Additional information showed that this event was already captured under regulatory report # 3004209178-2018-28278. If information is provided in the future, a supplemental report will be issued.